Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pulse generator was unable to be tightened. The physician suspected that the set screw was stripped. The pulse generator was not used, and a new pulse generator was implanted. The patient was stable throughout the procedure.